Event description:
Chest tube broke while being removed. Chest x-ray confirmed a piece remained in the chest of the pt. Theracectomy was done to remove piece. The piece was approx. 12 centimeter in size.